Event description:
It was reported that customer had low reservoir so she replaced her infusion set and the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 83 mg/dl. . Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support also was received with cracked end cap. The insulin pump passed displacement test. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken bel clip slot, cracked battery tube threads, stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.